Event description:
It was reported the customer was experiencing low blood glucose. Customer's blood glucose was 49 mg/dl. The customer also stated their sensor glucose read 56 mg/dl. Customer stated they had treated their low blood glucose with four glucagon tablets, but their sensor was still alerting them of a low. The customer also reported their blood glucose would read 137 mg/dl and their sensor glucose would be 65 mg/dl. Customer was advised of the proper techniques to avoid inaccurate readings. The customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.